Manufacturer narrative:
No additional patient/event details have been provided to date. If a product is returned for evaluation at a later date, a follow-up investigation report will be submitted as needed. Reported to the FDA on september 21, 2016.

Manufacturer narrative:
This supplemental report is being submitted as the lot# originally provided on the initial MDR was not valid. However, several requests have been made to acquire the corrected data. At this time the lot# has been updated to unknown (cno) based on available information. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Expiration date: 03/2020. Manufacture date: 03/2015. Based on the available information, this event is deemed to be a malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the cuff of a magill pediatric endotracheal tube did not inflate. The event was discovered upon opening the package and testing the device. There was no report of patient injury associated with the event.